Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 628062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, fatigue, hypertension, arrhythmia, gallbladder operation, uterine enlargement, adenomyosis, dysmenorrhea, hemoglobin low and pelvic adhesions. Concomitant products included ferrous sulfate, sennoside a+b (sennokott) and tranexamic acid (lysteda). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), iron deficiency anaemia ("anemia"), post procedural complication ("post removal complication") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full),salpingectomy (unilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and iron deficiency anaemia had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered iron deficiency anaemia, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2009 patient received treatment for events ¿ menorrhagia, anemia right: 3 coils, left: 3 coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, anemia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 628062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, fatigue, hypertension, arrhythmia, gallbladder operation, uterine enlargement, adenomyosis, dysmenorrhea, hemoglobin low and pelvic adhesions. Concomitant products included ferrous sulfate, sennoside a+b (sennokott) and tranexamic acid (lysteda). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), iron deficiency anaemia ("anemia"), post procedural complication ("post removal complication") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterctomy (full),salpingectomy (unilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and iron deficiency anaemia had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered iron deficiency anaemia, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009. Patient received treatment for events ¿ menorrhagia, anemia. Right: 3 coils, left: 3 coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, anemia. Most recent follow-up information incorporated above includes: on 9-mar-2021: mr received. Reporter information, patient medical history, lot number, concomitant drugs, rcc added. Product insertion date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), menorrhagia ("menorrhagia"), iron deficiency anaemia ("anemia") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and iron deficiency anaemia had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered iron deficiency anaemia, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009. Patient received treatment for events ¿ menorrhagia, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event injury updated to pelvic pain. New events menorrhagia, anemia, psych injury, post removal complication were added. Outcome of pelvic pain updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.